Event description:
It was reported the display was cracked. There was no reported patient involvement.

Manufacturer narrative:
Philips bench repair personnel evaluated the device. The cracked display was replaced with a new display. The device was operational after exchange of cracked display with a display. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device doesn't work. There was no reported patient involvement. Additional details have been requested.